Event description:
It was reported that the patient experienced an infection in (B)(6) 2019 with an inflatable penile prosthesis (ipp). The ipp was explanted in (B)(6) 2019 and a new ipp was implanted on (B)(6) 2019. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.